Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. No information about patient involvement was available.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. However, the cause could not be determined. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).